Event description:
It was reported that during a lap cholecystectomy procedure, when they went to fire the device it jammed. After the jam they took the device out of the pt and fired it outside the pt. It is unknown how the procedure was completed. Per the surgeon, the pt has a slight bile leak. The surgeon determined it was most likely coming from the liver bed and not the cystic duct. He does not believe the leak was from the device. This procedure is a re-op from a previous procedures. Patient's drain was removed and will be going home.

Manufacturer narrative:
Info anticipated, but unavailable at this time.